Event description:
It was reported that rotawire was entangled with the burr. A rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire was entangled with the burr. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that rotawire was entangled with the burr. A rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire was entangled with the burr. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. Device evaluated by MFR.: the device was returned for evaluation. A visual examination noted that the device was broken approximately at 281 cm from its proximal end. The broken section that contains the distal tip was not returned. The device presents on its body and proximal section. No other issues were noted.